Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient with an implantable neurostimulator (ins) reported that she needed to get an MRI for her back and for her knee. She stated that the knee MRI is unrelated to the device, however the back MRI is. The patient reported that she has had unresolved back pain since the day of implant, and her physician would like her to get an MRI to see why, however the patient has not charged their ins since 4 months after it was implanted on (B)(6) 2014. In (B)(6) 2015 the device was determined to be in overdischarge. The patient was given instructions by an unknown representative over the phone on how to perform a physician mode recharge, and tried this for an entire day but the device could not be brought out of overdischarge. Before she last charged the device, the patient stated she had problems charging and getting the device to hold a charge. The patient claimed that when she first started having problems she would go to the office to get them corrected and many times the rep would not show or have a scheduling conflict. It was reviewed t hat it was necessary to bring the device out of overdischarge to obtain an MRI as per labeling. In a follow up communication the patient stated that she called the number she was given but the person would not verify her device was MRI compatible over the phone. She also stated that she was "limping around...running out of options". It was reviewed that the rep would need to bring the device out of overdischarge, not just verify that it was off. The patient later sent an email stating that it has been too long and the ins will not take a charge, and she would need a new ins, but the patient just wanted hers out, and not to be reimplanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was not a patient of theirs for this issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient was getting a MRI on (B)(6) 2017 that was not related to their device/therapy. The patient had told the hcp their ins had not been working for 4 years, and since it has been dead for too long they could not recharge the ins. No further complications were reported.